Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A condition of the device having a sticky trigger was found and then reported. Based on the investigation details, the primary component was the rear motor assembly flex strip had heat damage, the gears were worn and the bearings were rough. These items were all replaced along with other components and the device was returned to the manufacturer.

Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece had a sticky trigger during testing. There were no reported adverse consequences associated with this event.